Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product testing on the seven returned strips (lot 0627030) and approved meters confirmed error 3 messages on two of the seven tested strips, during control solution testing. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted. This issue is associated with field correction reported to the district office on 25 april, 2008.